Event description:
It was reported that during a periprosthetic open reduction internal fixation (orif) of the femur, the provisional tensioning device, the spring popped out. The piece was discarded and selected another tensioning device to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review od the device history records was performed and no complaint related issues were found. Manufacturing eval revealed that the device was received for eval and the coil spring was missing. With the exception of the missing spring, the instrument met specifications and passed all functional specifications. The root cause could not be determined.